Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, a/21 error, basic occlusion, occlusion, excessive no delivery and prime/a33. The motor passed motor test, no motor error alarm or no excessive no delivery alarm noted. The insulin pump has minor scratched display window, cracked case at display window corner, battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was at 175 mg/dl. The customer stated that the pump had been dropped a few times. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.